Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an umbilical hernia repair surgery on (B)(6) 2009 and a mesh was implanted. It was further reported that patient underwent extensive lysis of adhesions and primary repair of incisional hernia performed on (B)(6) 2011. Extensive adhesions of the small bowel to the previous hernia repair were noted during this procedure. It was further reported that patient underwent extensive lysis of adhesions on (B)(6) 2012 and another mesh was implanted. It was further reported that a loop of small bowel was densely adhesed to the previously placed mesh. It was also reported patient underwent another lysis of adhesions and repair of recurrent incisional hernia on (B)(6) 2013 where omental adhesions that were small bowel contents adhesed directly to the site of the periumbilical hernia were noted and ¿essentially was right in the middle of the mesh.¿ the adhesions were taken down sharply. It was reported the patient continues to experience severe pain, severe adhesions, multiple revision surgeries, organ damage, disfigurement, scarring, infection, seroma, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.